Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc was informed that as a result of 5 microbiological tastings other than the test result reported in initial report by the user facility as followings. On (B)(6) 2020, the subject device : pseudomonas aeruginosa, escherichia coil on (B)(6) 2020, the auxiliary channel : pseudomonas aeruginosa (>15cfu) the suction channel : pseudomonas aeruginosa (10-50cfu) on (B)(6) 2020, the suction channel : pseudomonas aeruginosa (2cfu) on (B)(6) 2020, the auxiliary channel : environmental bacteria (1cfu) on (B)(6) 2020, the subject device : pseudomonas aeruginosa (1-10cfu). Olympus australia (oaz) requested the facility to provide the information regarding reprocessing, however the facility did not provide and oaz could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of 6 microbiological tastings by the user facility, the sample collected from the instrument/suction channel of the subject device tested positive for unspecified microbes. On august 6th, 2020, following microbes were detected from the subject device. The suction channel tested positive for pseudomonas aeruginosa (10-100cfu). Other detailed information such as the reprocessing method was not provided. The olympus (B)(4) checked the subject device and found following. The suction cylinder cover port was leaking the distal end insulation test failed the bending angle did not meet specification the light guide lens was chipped or cracked the rubber adhesive was detached, chipped, cracked, or had a burr there was no report of infection associated with this report.